Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor was giving erratic reading showing lows and activating the threshold suspend feature on the insulin pump. Customer blood glucose was 240 mg/dl and the sensor was reading was 40 mg/dl. The sensor reading was either below 40 mg/dl or in the 40 mg/dl range but each time customer checked with meter blood glucose was high 240 mg/dl or 250 mg/dl. Troubleshooting was performed. Customer did not specify time of insertion as customer stated issues has been reoccurring for multiple sensors. Customer has not noticed issues with the sensors being bent. The customer was advised to monitor the sensor. The customer is not returning the sensor for analysis.